Event description:
Reporter indicated when she lays on her right side or twists her neck to the left she feels her heart "flip flop". The symptoms went away when the vns therapy system was disabled. The pt denies trauma to the site; however, the pt reports her 3-year old bounces around on her when playing and does hit her chest and bumps into the generator when child jumps around. Good faith attempts to obtain add'l info have been unsuccessful to date.